Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The most probable cause of the complaint could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic surgical instrument exhibited the probe was broken off at 14.11 millimeters from its distal end, broken probe tip was returned. There was no patient involvement.